Event description:
Reporter/patient started using the brush heads on monday. The night of wednesday, the bristles were stuck in the opening of the teeth and also where her tongue and teeth meet. Her husband pulled out the bristles with tweezers.